Event description:
Boston scientific received information that one day post implant this left ventricular lead did not capture. It was thought this lead was dislodged. A revision procedure will be performed in the future. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. When the pocket was opened, visual inspection revealed this left ventricular lead (lv) had been inserted into the atrial port. As the device (contak renewal model h140 sn (B)(4)) was programmed to vvir pacing mode, there appeared no lv capture. As it was unknown the leads were switched in the header, the atrial lead was inadvertently removed. Interrogation of this lv lead revealed slightly higher pacing and diaphragm stimulation. A decision was made to advance the lead further and was reinserted into the atrial port. Threshold testing revealed 1.6v and was acceptable to the physician. In addition, an additional right ventricular lead was implanted and inserted into the lv port. Upon completion of the implant procedure, the device av delay was reprogrammed and acceptable lead measurements were obtained.

Manufacturer narrative:
When additional information is received, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.